Event description:
It is reported that the pt had right total hip arthroplasty in 1985 and 3 subsequent revisions, the last in 2004. Pt has not been off crutches since the last revision and complains of pain and decreased activities, stating they cannot walk any distances. X-rays of cup showed it loosening. Pt was admitted for a revision right total hip arthroplasty performed in 2005. During procedure, surgeon discovered the cup and stem were loose.